Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reported the following event: it was reported that during a spinal fusion procedure it was discovered that the tip of the matrix t25 screwdriver had become stripped. There were no fragments generated. The surgery was completed with a back-up device and there was a one (1) minute delay in surgery. There was no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. The returned driver was examined and the complaint condition was able to be confirmed as the distal driver tip was found to be deformed. Additionally the four of the lobes were found to be broken and missing a fragment. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review, and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 03.632.002, lot 9824246: release to warehouse date: november 30, 2015. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.